Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for implant procedure. Post procedure chest x-ray revealed large left pneumothorax. Chest tube was inserted. Chest x-ray post chest tube placement showed completed resolution of pneumothorax. Chest tube was removed on (B)(6) 2018. On (B)(6) 2018, upon device interrogation, atrial lead dislodgement was discovered. The lead was repositioned on (B)(6) 2018. Device interrogation post revision was acceptable and thr issue was resolved without further consequences.